Manufacturer narrative:
(B)(4) date sent: 11/2/2021 investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one long60a device was returned with no apparent damage and with two gst60d reload present along with the device. The reload (b) was received fully fired and damages were observed on the cartridge deck (damaged pocket extensions along the length of the reload). In addition, windswept staples were noted on the distal end. The reload (c) was received unfired and only one staple per pocket was observed. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. However, the knife was noted nicked as part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that a problem was experienced with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. Reload (b): gst60d, u5em9k, fully fired reload (c): gst60d, u5em9k, unfired

Manufacturer narrative:
(B)(4) date sent: 7/2/2021 additional information this is an analysis for a set of photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the individual photo shows a screen showing internal tissue, and a cartridge with malformed staples protruding from the pockets, and some of the staples were sticking straight up with the tissue. The email attached provide three photos. The first photo shows a stomach portion with a staple line complete. The second photo shows a tissue portion what appears to have a complete staple line. The third photo shows staples in a portion of tissue. Based on the photos review, the event describe was confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Additional information received: it was the patients first bariatric procedure. No clips had been used yet when the device was fired. The surgeon removes the crotch staple after every firing. He waits 15 seconds before firing. Nothing in the mouth (temp probe, etc.) Aside from 38 blunt bougie. Surgeon egd¿s every patient after stapling is complete; egd was clean, no leaks detected. He did not notice any changes tactically when firing the stapler (since it is manual). First reload was a green. Uses peri-strips. The issue occurred while using 2nd device. The 1st firing using a green reload was fine. The 1st firing with second stapler using gold reload had issue. Opened another device to complete. Used clips and did not oversew. Did leak test no leak or bleeding. Looked double loaded. Cartridge manufacturing overview provided along with 200% manual inspection overview. Photo images were received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sleeve gastrectomy the surgeon used two staplers. On the second fire of the sleeve and using the second stapler the outer row formed but the staples on the inner row were partially formed. Some of the staples were sticking straight up. Upon inspection the portion that was removed from the patient looked like there were two staples per pocket. The staff opened another like device to completed the procedure with no patient consequences.